Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was reproduced. The device was tested for flow rate accuracy and over - infused with values greater than 5% specification. A review of the event history log was performed for the last days of customer use as no event date was provided. The review shows an infusion programmed at a rate of 40 ml/hr with a volume to be infused (vtbi) of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel will be adjusted to address this issue. An over - infusion greater than 5% but less than 10% is unlikely to cause or contribute to a serious harm, death or injury if the malfunction were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused in the biomedical service department. There was no patient involvement. No additional information is available.